Event description:
Towards completion of adenoidectomy, suction electrosurgical coagulator was in use on an adenoid patch and a small flash of fire was noted at the tip of the electrosurgical coagulator. Electrosurgical coagulator immediately removed from the field, oral cavity irrigated with saline. Superficial burn to the nasopharyngeal aspect of the soft palate and mild edema noted. Steroids administered to patient, discharged following day.